Manufacturer narrative:
Patient weight not available for reporting date of event: date of device breakage is not known. (B)(4), lot unknown. Date of implant reported as two (2) years prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date reported as two (2) years prior to explant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that approximately 2 years prior to removal, the patient underwent a cancer tumor resection that included removal of a rib bone and the implantation of one (1) matrixrib plate and eight (8) unknown screws. Post-operatively on an unknown date the matrixrib plate broke. The matrixrib plate was spanning a very large gap and fatigued at the point where the bone met the plate. It is unknown if patient had symptoms related to the plate failure or how the failure was detected. The patient was revised on (B)(6) 2017 and the hardware that was removed included the broken matrixrib plate and the plate fragments. In addition, eight unknown screws were removed whole and intact. There was no surgical delay reported. No harm was reported to the patient. The procedure was successfully completed. Patient outcome was reported stable. The patient was implanted with new hardware: two(2) matrixrib plates and thirteen (13) unknown screws. Concomitant devices reported: matrixrib screw (part number unknown, lot number unknown, quantity 8). This is report 1 of 1 for (B)(4).